Event description:
Physician placed catheter into site of occlusion. Physician was unable to pass separator into catheter. Inspected the catheter and noticed a kink near the hub. He removed the catheter and completed the case with dac catheter and balloon.

Manufacturer narrative:
Technical evaluation: a significant single axis bend is present in the proximal end of the catheter shaft just as the catheter exits the strain relief. The incident is confirmed as reported. The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(4) 2009. A review of the device history record (DHR) was completed on part # 0829 (lot # l14988). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l14988) indicated that 100% inspection of the devices resulted in (B)(4). The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. The parts released in this lot met process requirement.